Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main printed circuit board. Battery drawer is broken. Upper and lower cases, side bail covers and ring cover are broken.

Event description:
The external pulse generator was returned to the manufacturer due to the advisory, analyzed and tested out of specification. No patient involvement or complications were reported.